Event description:
Needle broke off in the skin [medical device complication]. Case description: this spontaneous report received from another country and reported by a consumer as "needle broke off in the skin" concerns a female patient (age unknown) using a novofine (30g) needle for device therapy. The patient reported she has been diabetic for 25 years. In 2007, while the patient was injecting insulin, the needle broke off in her skin. It could not be removed in the hospital emergency room, so it had to be removed surgically requiring six stitches. The patient reported that she requires consultation with a plastic surgeon to repair the damage done whilst trying to remove the needle. The overall outcome is reported as "not yet recovered." The patient did not grant permission to follow-up with the emergency doctor. Reporter's causality: not reported. Novo nordisk's causality: reportable. Treatment with novofine 30g is reported to have continued unchanged but the needles left over in the particular box will be returned for investigation.